Event description:
It was reported that the patient underwent artificial urinary sphincter (aus) revision surgery due to recurring incontinence. The surgeon attempted to cycle the device several times and it did coapt the urethra sporadically. The kink resistant tubing (krt) , pump, and pressure regulating balloon (prb) were inspected and worked as intended. Upon inspection of the cuff it was determined that it had slipped open and off of the tab that keeps it closed. The surgeon repositioned the cuff onto the tab and replaced the prb as well as the pump. There were no additional patient complications reported.